Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. A disconnected electrode was identified and reprogramming was performed. A few days later, the patient reported loss of stimulation and an additional electrode was identified as disconnected. A revision procedure was performed and the lead was replaced.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The lead and anchor were returned for analysis. The lead failed functional testing due to multiple disconnected electrodes. Inspection of the lead under magnification identified conductor wire breakages at the location of a kink immediately distal of the anchor fixation site. The cause of the conductor wire breakages could not be conclusively identified, but as the breakages were confirmed at the location of a kink distal of the anchor, the cause of the disconnected electrodes is likely related to the implantation technique. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation. A disconnected electrode was identified and reprogramming was performed. A few days later, the patient reported loss of stimulation and an additional electrode was identified as disconnected. A revision procedure was performed and the lead was replaced.